Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was used after its expiry date. A 2/6mm x 8cm interlock was selected for use. The device and package seals were in good condition prior to use. An expired product was implanted into the patient. However, there were no issues with the device. This was noticed post procedure upon further review during invoicing. The procedure and the condition of the patient were normal post procedure.